Manufacturer narrative:
Kreutzer, j., & rome, j. J. (2002). Open-cell design stents in congenital heart disease: a comparison of intrastent vs. Palmaz stents. Catheterization and cardiovascular interventions, 56(3), 400¿409. Https://doi.org/10.1002/ccd.10180. As reported in the literature article by kreutzer, j., & rome, j. J. (2002). Open-cell design stents in congenital heart disease: a comparison of intrastent vs. Palmaz stents. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 56(3), 400¿409. Https://doi.org/10.1002/ccd.10180, after implantation of an unknown palmaz stent, the patient developed a severe hypertensive response. Intravenouos esmolol infusion was required during the procedure and admission to the intensive care unit (ICU). The device will not be returned. The product was not returned for evaluation. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Without the return of the device for analysis or images for review, the reported customer event could not be confirmed. A hypertensive crisis is a severe increase in blood pressure that can lead to a stroke. Hypertension is a potential adverse event associated with stent implantation procedure. The hemodynamic instability that occurs both during and after stent implantation is influenced by the baro-receptors. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This can result in an increase in blood pressure. The blood vessels become inflamed and may leak fluid or blood. As a result, the heart may not be able to pump blood effectively. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Given the limited information available for review at this time, and without a lot number to conduct a DHR, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore, no corrective action will be taken.

Event description:
As reported in the literature article by kreutzer, j., & rome, j. J. (2002). Open-cell design stents in congenital heart disease: a comparison of intrastent vs. Palmaz stents. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 56(3), 400¿409. Https://doi.org/10.1002/ccd.10180, after implantation of an unknown palmaz stent, the patient developed a severe hypertensive response. Intravenous esmolol infusion was required during the procedure and admission to the intensive care unit (ICU). The device will not be returned.